Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that the system was no longer working. It was charged and she had tried turning it up but she wasn¿t feeling stimulation. No external or patient factors were known to have contributed to the issue. Impedances were run and it was found that all of them were over 10000 ohms. The healthcare provider was contacted to work on planning and scheduling a replacement. The issue was resolved at the time of the report.